Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by a sales representative via sems-06733629 that an ar-1588rtt2 fibertag tightrope ii malfunctioned. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/18/2024: the ar-1588rtt2 fibertag tightrope ii sutures broke during insertion. This was discovered during an aclr procedure. Everything was removed from the patient. The case was completed using a new ar-1588rtt2 fibertag tightrope ii. The case was delayed about ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.